Event description:
The recipient has not been using the device in the last three years because the audio processor was broken. Reportedly, the hearing performance with the device is affected. According to his mother, the recipient could only hear loud noises. Only three fitting sessions have been performed since implantation. The user has been re-implanted on (B)(6) 2021 with a new device.

Manufacturer narrative:
Conclusions. Damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient has not been using the device in the last three years because the audio processor broken and reportedly hearing performance with the device is affected. According to his mother, the recipient could only hear loud noises.